Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced two hyperglycemic events. On (B)(6) 2020 the patient experienced fatigue and received blood glucose levels of 300-400 mg/dl on his competitor meter. At an unknown time the patient's wife drove him to the hospital. Upon arrival at the emergency room the patient received a blood glucose result of 1147 on the professional meter. The ER treated the patient with an unknown IV and injections. The patient was admitted into the hospital within an hour of arrival. Once admitted he was treated with an IV of saline, injections of lantus, and injections of u100 insulin. The patient was discharged from the hospital on (B)(6) 2020. On the morning of (B)(6) 2020 the patient received a blood glucose result of 600 mg/dl on his competitor meter. The patient attempted to self treat by administering 20 units of insulin. Eight hours later he received a result of 425 mg/dl on his competitor meter. The patient felt sluggish and experienced fatigue. Two hour later around 10:00 pm the patient had his wife drive him to the hospital. Upon arrival at the emergency room the patient received a blood glucose result of 400 mg/dl on the professional meter. The ER treated the patient with an unknown IV and injections. The patient was admitted into the hospital within an hour of arrival. Once admitted he was treated with an IV of saline, injections of lantus, and injections of u100 insulin. The patient was originally scheduled for release on (B)(6) 2020, with blood glucose levels being around 200 mg/dl. However, later the patient's blood glucose rose above 600 mg/dl. Customer was taken to the ICU. He had symptoms of fatigue and high blood glucose. He received an IV drip of rapid acting insulin and lantus injections. The patient was released from the ICU on (B)(6) 2020, but does not know what time. He was taken off of the IV, and received lantus and rapid-acting insulin by injection. The patient was discharged from the hospital on (B)(6) 2020.